Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the power cable and the uninterruptible power supply (ups) cable was disconnected. Once it was reconnected, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that while preparing for the procedure, when the navigation system was turned on, the lamp did not light, and the system did not start. The procedure was completed without the use of navigation. This issue occurred preoperatively before the patient was in the room and did not cause any surgical delay. There was no reported impact on patient outcome.